Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified extreme wear to the poly bearing on one side. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is anterior subluxation of the tibia in relation to the femur and slight knee varus alignment with the tibial implant in a varus position. There is marked posteromedial joint space narrowing reflecting polyethylene wear. There is no fracture or evidence of implant loosening. Implant fit is maintained. Bone quality is osteopenic. Patient anatomy appears unremarkable. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to subluxation of her left knee. Upon revision the posterior medial corner of the articular surface was damaged and worn away. Attempts to obtain additional information have been made; however, no more information is available at this time.